Event description:
The target lesion was the proximal rca, which was a chronic total occlusion (cto). It is unknown if the lesion was a de novo, but was heavily calcified, highly tortuous and severely flexed. There was 100% stenosis. Pre-dilation was concluded with a balloon (lacrosse 1.3/10mm) and then an endeavor stent was initially implanted at the target lesion. A cypher (2.5/28mm) was delivered distal to the implanted endeavor stent, but the cypher could not be delivered. After removal of the cypher, the stent struts were confirmed to be flared at the distal end. To avoid the risk for the patient, the physician stopped using the cypher and then another cypher stent was implanted distal to the endeavor without issues. The procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. Sales rep's comment: the reason of the flared stent might be because the cypher became caught at the initially implanted endeavor struts.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.